Event description:
Consultant reported: (B)(6) male pt was implanted with l4 - s1 matrix fusion, and l4 - l5, l5 - s1 t-plif with bone grafts on (B)(6) 2011. Pt returned to surgeon on an unk date complaining of pain. X-ray (CT scan) revealed: 2 loose caps on right side, the tulip head came off the polyaxial screw at left s1 and was free floating, and bone grafts had migrated into the spinal canal. Pt was returned to operating room on (B)(6) 2012 for revision. Surgeon removed 1 polyaxial screw, 6 caps, 2 rods, and 1 transconnector. Both bone grafts were removed and replaced with larger grafts. The polyaxial screw was replaced with a larger polyaxial screw. All other hardware (caps, rods, transconnector) were replaced with same size hardware. This is 1 of 10 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.